Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms with noise and oversensing. A revision procedure was performed and the lead was removed from service. A new lead was implanted without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.